Event description:
Caller reported a potential false negative hcg result. Pt sample was collected in the morning. Pt had a negative result but was actually pregnant. Quantitative serum hcg result was 196 miu/ml. No other pt info provided.

Manufacturer narrative:
No pt samples were returned for investigation. Product support tested in-house control with retained devices. Investigation results for retained testing: control lot: 20miu/ml hcg urine lot: hcg120130-01. Summary of results: the retention devices met qc specifications, correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minutes read time. (N=29). Conclusion: from retain testing with in-house control, the customer's result was not replicated and the product performed as expected. No abnormal results were found during manufacturing document review. This is the only complaint against lot hcg1110150. Complaint issue will subject to tracking and trending. No corrective action required at this time as no product deficiency was established.